Manufacturer narrative:
(B)(4).

Event description:
It was reported "catheter is unacceptable, wire of radial catheter is resistant when trying to thread". No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported "catheter is unacceptable, wire of radial catheter is resistant when trying to thread". No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "catheter is unacceptable - wire of radial catheter is resistant when trying to thread". No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one catheterization device for analysis. No definite signs of use were observed. Visual analysis revealed that the guide wire was moved inside the needle cannula. The guide wire appears slightly bent which is indicative of damage that resulted from resistance when the end user attempted to pass it through the needle cannula. The guide wire was kinked at 89mm from the distal tip. The total length of the guide wire measured to be 116 mm which is within specifications of 113-117 mm per product drawing. The outer diameter of the guide wire measured to be 0.441 mm which is within specifications of 0.432-0.457 mm per product drawing. Functional testing was performed per IFU statement "stabilize position of introducer needle and carefully advance spring-wire guide into vessel using spring-wire guide handle". During functional testing , the guide wire was unable to advance as expected. Resistance was met while attempting to advance the guide wire through the needle cannula. Based on the functional testing, the customer reported issue is confirmed. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The report of guide wire/needle resistance was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the guide wire was moved inside the needle cannula. Functional analysis confirmed resistance while advancing the guide wire through the needle cannula. Despite the observed defect, all relevant dimensional requirements were met, and a device history record review was performed with no relevant findings. Based on a recent trend for guide wire/ needle resistance for devices within ra-04220 kits, a CAPA was initiated to investigate this issue further. The CAPA investigation indicates that the issue is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "catheter is unacceptable - wire of radial catheter is resistant when trying to thread". No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one catheterization device for analysis. Signs of use were observed on the sample. Visual analysis revealed that the guide wire was moved inside the needle cannula. The guide wire appeared kinked and was protruding from the chamber. This defect is indicative of damage that resulted from resistance when the end user attempted to pass it through the needle cannula. The guide wire was kinked at 89mm from the distal tip. The total length of the guide wire measured to be 116 mm which is within specifications of 113-117 mm per product drawing. The outer diameter of the guide wire measured to be 0.441 mm which is within specifications of 0.432-0.457 mm per product drawing. The cannula outer diameter measured 0.03210", which is within the specification limits of 0.0320"-0.0325" per the cannula product drawing. The cannula inner diameter measured 0.023", which is within the specification limits of 0.0226"-0.0240" per the cannula product drawing. Minor force was required to remove the guide wire from the cannula due to a build-up of biological material on the guide wire and inside the cannula. This resulted in the guide wire to become unraveled from the distal end. Functional testing was performed per IFU statement, "stabilize position of introducer needle and carefully advance spring-wire guide into vessel using spring-wire guide handle". During functional testing , the guide wire was unable to advance as expected. Resistance was met while attempting to advance the guide wire through the needle cannula. Based on the functional testing, the customer reported issue is confirmed. A lab inventory guide wire was inserted through the cannula. Large quantities of biological material were observed exiting the bevel end. This likely contributed to the resistance encountered by the customer. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The report of a kinked guide wire due to needle resistance was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the guide wire was moved inside the needle cannula and was kinked. Functional analysis confirmed resistance while advancing the guide wire through the needle cannula. Further analysis revealed this resistance was due to congealed biological material inside the cannula and on guide wire surface. Despite the observed defect, all relevant dimensional requirements were met, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section h.10.-additional manufacturer narrative corrected.